Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's implantable neurostimulator (ins) displayed an end of service (eos)/ end of life (eol) message. It was stated that the ins depletion was "being reported as premature. A longevity calculation estimated that the ins battery life would be six months with the patient's settings and a brand new ins. It was stated that this indicated that "battery depletion was normal." It was noted that group impedances were not available to estimate and that cycling wasn't programmed. It was further noted that there was "an open circuit at the 8th electrode" and that it "was not being used." A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID 37744, serial # (B)(4), product type programmer, patient; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).